Event description:
As reported: "spikes on screwdriver broken off at front, thread loose on wire." There was a 60 minute surgical delay. All debris was removed from the patient.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed the following: the received lag screwdriver shows signs of intense usage evident by the presence of scratches and other usage marks. The pegs of the screwdriver are completely broken off. However, a sign of third-party refurbishment/rework was found as the font used for stryker and catalog marking is different from stryker¿s original marking as per the drawing, thus a further device inspection is deemed dispensable. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation it was found that although there was failure confirmation there was already a refurbishment which can be confirmed by font change from the stryker approved drawing and marking is not made by stryker at any point in time. Instruments that are refurbished by third parties/external sources and then returned to the customers are not regarded to have been put on the market by stryker. After any sort of rework is done externally, they become products of a third party. There are no warranty claims against stryker for third-party products. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Please refer to d3, h6 device code.

Event description:
As reported: "spikes on screwdriver broken off at front, thread loose on wire." There was a 60 minute surgical delay. All debris was removed from the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "spikes on screwdriver broken off at front, thread loose on wire." There was a 60 minute surgical delay. All debris was removed from the patient.